Manufacturer narrative:
The hos ground cable was returned for analysis. Visual inspection of the cable found the cable has pulled out of the molded plug housing, exposing inner insulated wires. Continuity testing: cable is functional. The power board was tested and could not confirm the reported problem. Mvs power board was installed in the imaging test system and ran without any issues. The reported event could not be duplicated by medtronic personnel. The power board and hos ground cable was replaced and a successful system checkout was performed. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reports that when she would attempt to turn on the mvs, the "system on" light would not light and nothing would happen when the power switch was turned to on position. The line power light was lit the entire time. The use of medtronic imaging was discontinued due to this issue. The procedure was completed successfully with a c-arm after a delay of less than 1 hour. The patient was not affected.